Manufacturer narrative:
Track belt roller.

Event description:
It was reported by service report that the wheel roller that the track rides on broke off. The service report notes do not indicate if there was a patient involved; however, no adverse consequences were reported.